Event description:
Reportedly, the instrument was applied to tissue by the assisting surgeon. The handle was squeezed and the handle did not return to the initial position. A second handle squeeze and grip was made to close and to make sure that the handle stayed in the closed position. According to the surgeons, the handle completely stuck against the static handle. They then cut the tissue because they thought the staples were applied however no staples had no applied. To fix the lack of staples they did a manual anastomosis with a temporary ileostomy. The pt condition is reported to be good.